Manufacturer narrative:
Sections with additional information as of 17-dec-2020: d10 - h3: device evaluated by manufacturer: yes. Meter and test strips evaluated by manufacturer, no defect found.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 438 mg/dl fasting and 498, 449 and 498 mg/dl non-fasting. The customer¿s expected am fasting blood glucose test result range is 198-227 mg/dl: an expected non-fasting blood glucose test result range was not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. Customer's test strips are expired: manufacturer¿s expiration date is 07/31/2020. The customer did have another vial of test strips that had been stored and handled correctly, mx4353s, manufacturer's expiration date of 01/31/2022 and open vial date of 10/19/2020. During the call, a back to back blood test was performed by the customer fasting and produced test results of 322 mg/dl and 402 mg/dl using truemetrix go meter. The meter memory was reviewed for previous test result history: (B)(6).